Event description:
X-ray showed catheter fracture and portion of catheter was removed by surgical procedure.

Manufacturer narrative:
The complaint, "catheter fractured and portion of catheter was removed by surgical procedure", was confirmed. The distal end of the attached polyurethane catheter segment revealed damages consistent with luminal narrowing, compression and irregular tearing. These damages appear consistent with catheter shear caused by "pinch-off syndrome".